Event description:
It was reported that within 48 hrs after insertion of the intra aortic balloon, blood was noted in the helium tubing. The intra aortic balloon was removed and a replacement was not indicated. There were no pt complications.